Event description:
It was reported a cannulated screwdriver broke during surgery. The surgeon was performing an open reduction internal fixation of a distal tibia and while inserting 4.0 mm cannulated screws, the handle split in half and fell off completely. It was reported that the surgeon retrieved all the pieces of the device. There was no delay in surgery, no patient adverse event and the procedure was successfully completed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that the instrument is a cannulated hexagonal screwdriver, for 3.5mm and 4.0mm cannulated screw. (B)(4) for the instrument(s) was reviewed and is determined to be suitable for the design and related dimensional conformity. The returned device shows significant use during its 10 year lifespan. The handle of the device shows significant wear from repeated use and sterilization cycles. The distal tip of the screwdriver is worn from 10 years of use, but still functional. The returned instruments are additional instruments used during bone plate implantations and proper use and maintenance are addressed in technique guides j3908-j, j2725-g, j3270-h. The screwdriver is multi use and is used for inserting the cannulated locking screws. The complaint condition was caused by significant use and repeated sterilization and cleaning cycles, rather than the design of the instrument. This complaint condition is the result of significant use leading to repeated sterilization cycles and instrument age (10 years), and not the device's design. Because of this, the complaint is determined not to be a design deficiency. The returned part(s) are determined to be suitable for their intended use when used and maintained as recommended. This complaint is confirmed, but the design of the device did not contribute to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The device history record was reviewed and manufacturing review report #(B)(4) was found on p/n e2004, lot #a4-d-a613 for feature of undersize on supplier parts. The parts were returned to the supplier, reworked, inspected and accepted. Relevance of this nonconformance is not able to be determined until the product is returned and evaluated. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.